Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The analysis results of the el5ml device found that it was received with (B)(4) clips inside the tube and in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the instrument was cycled and it would not feed the clips. In order to evaluate the condition of the internal components the device was disassembled; upon disassembling the feeder shoe was found to be damaged causing the feeding issue. No conclusion could be reached as to what may have caused the found damage. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a ladg, the clip was not fed into the jaws at the second firing. The device was used on the blood vessel. Another device was used to complete the case. There were no adverse consequences to the patient.